Manufacturer narrative:
The company service representative examined the system, but was unable to replicate the reported event. The company service representative rebooted the system multiple times and found no problems. The system was then tested and met all product specifications. The system was manufactured on december 15, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser shuts down as soon as it is activated. Additional information has been requested.